Event description:
Ethicon gynecare thermachoice iii handpiece did not function properly. When attempting to test the first balloon, the balloon would not hold it's pressure/shape. According to the surgeon, the valves were not allowing regulation of the solution flow into, and out of the balloon. An additional handpiece was obtained and worked without problem or difficulty. Diagnosis or reason for use: endometrial ablation.